Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the tubing is not being primed during the prime step and the pump is not providing loss of prime warning despite the pump not being primed. The reporter stated the patient insists on a replacement device as they have lost confidence in this pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged issue would prevent the patient from using the pump resulting in possible long-term cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned and investigation completed 06-jun-2019 with the following findings: review of the black box data verified loss of prime events with low non-zero force recorded on (B)(6)2019. On investigation, the loss of prime event was not able to be duplicated during basal delivery testing. The force sensor was evaluated and found to be operating within specifications. When the cartridge was removed from the pump, the pump appropriately alarmed for loss of prime. Investigation did not duplicate the alleged issue of the pump not alarming for loss of prime.